Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, loss of consciousness and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the night on (B)(6) 2024, the patient awoke feeling symptomatic of hypoglycemia. Their cgm displayed a reading of approximately 60 mg/dl. The patient got up to obtain something to drink and experienced a seizure, lost consciousness, and fell to the floor. During the fall, the patient struck their face, resulting in a chipped tooth. It is unclear whether the patient was alone at the time of the event; however, the patient reported recovering without any third-party assistance. The patient did not perform a fingerstick bg test, did not seek hospital care, and did not report receiving any treatment. There was no documentation of additional medical evaluation or follow-up. At the time the report was made, the patient was stable and feeling fine. No further details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.